Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed with a bolus via the pump. During system check with tandem technical support, the root cause could not be determined because customer declined to complete the check. Customer changed pump supplies and successfully resumed insulin delivery.